Manufacturer narrative:
Philips initiated an engineer assessment of the reported issue. It was confirmed the system shut down due to power disconnection and worn-out batteries. There was no fault found with the system or the power module.

Event description:
It was reported the epiq 7 ultrasound system was associated with a patient death event. A patient was located in the ICU intensive care unit of the facility and required resuscitation. The ultrasound system would have been used during the resuscitation efforts; however, when the staff member retrieved the system from the storage room, it was overlooked the system was connected to the power supply and the plug was torn out of the socket. Due to the damage of the device that occurred, the device was not used on the patient, but rather another device was used. The service engineer evaluated the system and found the system could be turned on and started. The system logs showed batteries and ac power failures. The original power cable was not installed. The power supply, power cable and batteries were ordered for replacement.